Event description:
Reportedly, in the most recent rms transmission, the atrial and ventricular markers do not align accurately with the corresponding egm signals, showing a mismatch between the timing and the annotation. This discrepancy has become evident since the appearance of recurrent oversensing spikes on the atrial channel, which seem to interfere with correct sensing and marker assignment. It can be seen also in previous rms transmissions.

Manufacturer narrative:
The analysis of the data provided confirmed the reported event : on the real time egm of rms file, atrial and ventricular markers are not perfectly aligned with the egm signal. This shift is due to an incorrect management of egm decoding by the software (modules). This display issue only affects real time egm of rms file (egms of the in-clinic follow-up are not affected). Based on available data, no issue is suspected on the ICD. This case is retained for trends purposes.

Event description:
Reportedly, in the most recent rms transmission, the atrial and ventricular markers do not align accurately with the corresponding egm signals, showing a mismatch between the timing and the annotation. This discrepancy has become evident since the appearance of recurrent oversensing spikes on the atrial channel, which seem to interfere with correct sensing and marker assignment. It can be seen also in previous rms transmissions.